Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter was displaying the apply sample screen. The complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the csr during a follow-up call with the patient on (B)(6) 2017. The patient reported that the alleged issue began at an unknown time on the afternoon of (B)(6) 2018. The patient manages her diabetes with insulin pump therapy and she advised that she continued to follow her usual diabetes management regimen based on a sliding scale in response to the alleged issue. The patient reported that on (B)(6) 2018, after the alleged issue occurred, she developed symptoms of feeling ¿tired¿ and that she had a ¿headache and blurry vision.¿ the patient advised that she went to the emergency room (ER) on the afternoon of (B)(6) 2018, where her blood glucose was reportedly measured at ¿484, 440, 300 and 200 mg/dl¿ on the ER device and she was subsequently treated with ¿2 times 10+ to mml insulin, serum in the vein 1 lit¿ by a health care professional (hcp). The patient also advised during the follow-up call that on (B)(6) 2018, she had a follow-up appointment with her doctor; however, confirmed that no additional treatment was required or received. At the time of troubleshooting, the csr established that the product was not being used for the first time. The csr confirmed that the patient using the correct test strips at the time of testing and that the patient was following the correct testing procedure. The csr walked the patient through a retest and noted that the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event which required treatment from a hcp after the alleged issue occurred.